Manufacturer narrative:
The lead under complaint was not returned for analysis.

Event description:
Ous MDR - on the (B)(6) 2015, the patient arrived to the clinic after receiving 4 shocks due to noise on the rv channel. The rv lead parameters showed a slight change in the impedance and in the pacing threshold. The lead will be replaced sometime in the future.